Event description:
It was reported that, "the kits department at stryker (B) (4) reported that the rivets on the batch of trays were poorly finished with sharp swarf fragments surrounding many of the rivets. It is further reported that one of the kit build operatives cut his finger on one of the units. It is further reported that no medical treatment was required."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.